Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by a high alert and experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set; the user was unsure of infusion set placement and was guided to replace the infusion set, after which insulin delivery reportedly resumed. Symptoms included elevated blood glucose. Outcomes included education on monitoring and troubleshooting, with instructions to continue observing glucose trends and to call back if not improving. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the specific device-related cause of the hyperglycemia could not be determined and that insulin delivery resumed after infusion set replacement, suggesting a potential infusion site or set issue but without confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.